Event description:
It was reported to boston scientific corporation in 2008, that a resolution clip device was placed about fourteen days prior. According to the complainant, during the procedure, "the device was defective." The procedure was completed with another resolution clip device. No patient complications were reported as a result of this event.

Manufacturer narrative:
The suspect device has been received but the evaluation has not been completed. Therefore, the device evaluated is not available; the cause of the reported malfunction has not been determined.